Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, bilateral cold and mottled feet were observed. No flow visualized on ultrasound. Contrast through reaccess port shows restricted flow. The decision was made to place fem-fem bypass, utilizing a braided antegrade sheath. The patient¿s feet are now warm and normal color. Good distal pulses and was successfully weaned.